Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. A sample was returned for evaluation. The root cause of the customer¿s dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. The root cause of the reported dull blade is unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. A potential root cause includes an error during the supplier's manufacturing process. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported dull knives blade. No patient harm. Additional information and product sample were requested. The reporter informed that the is no additional information available.